Manufacturer narrative:
Submit date 09/29/2016. Manufacturing facility address corrected.

Manufacturer narrative:
Submit date: 09/14/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The representative reports the customer communicated that it was difficult to aspirate water out of the balloon and the balloon did not inflate uniformly; it seemed to inflate only one side.

Manufacturer narrative:
An investigation of the reported condition was performed. Although the complaint report states that a sample would be returned and despite a sample request letter, no sample has been received at the manufacturing site. If a sample should be returned at a later date, this complaint will be reopened and the investigation will be updated to reflect our findings. The review of device history record (DHR) indicates that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The reported condition could not be confirmed. As a sample was not received, a functional and visual evaluation could not be performed either to determine the root cause or to implement any corrective action for the reported condition. A CAPA (corrective and preventive action) has been performed to investigate the reported condition. The root cause was determined to be the catheter balloon displaying poor symmetry where the side with poor symmetry covers the inflation/deflation eye and prevents water from leaving the balloon. The amount of glue used under the balloon can contribute to poor symmetry. As a corrective action, the sp ecification for the amount of glue used was updated under the change development process to improve cuff symmetry. Also the specification was updated to tighten the specification for poor symmetry. Based on the above investigation analysis, no further action is required at this time. The associated data will be fed into the risk management quarterly report. If information is provided in the future, a supplemental report will be issued.